Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist have advised them to stop aligner treatment. The aligners have broken two fillings and they are not straightening their lower teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.